Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a review of the pump¿s history showed multiple call service alarms related to the complaint. During testing, the display screen was clear and legible. The blank screen was not duplicated. Unrelated to the complaint, evaluation revealed a torn audio bolus button cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.